Manufacturer narrative:
Import for export. (B)(4).

Event description:
Pentax medical was informed of an event on (B)(6) 2021 that occurred in (B)(6) within the apac region during use. The information provided indicated that during the endoscopy the bending rubber burst and a screw fell out. The endoscope was withdrawn right away, and another endoscope was inserted to remove the screw that fell out invloving pentax medical video gastroscope, model eg29-i10c, serial number (B)(4). After returning this endoscope, it was inspected and the other two screws were found out in pmk by the service team. Currenly the endoscope is awaiting repair. The investigation is in-process.

Event description:
Refer to h10.

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. G6: follow up #01. H6 continued: international medical device regulators forum (imdrf) adverse event reporting. Investigation findings: 140 wear problem. Investigation conclusions: 4315 cause not established. Summary: after returning this endoscope, it was inspected and the other two screws were found in pmk by the service team. Pentax r&d team has started investigation for this issue(bending rubber peel off and loosed screws) but root cause is not determined as of now because re-creation is impossible through their activities. Therefore we could provide no special recommendation to avoid/mitigate failure. Wear was selected as the most appropriate investigation code. Replacing below spare part: q010-u5020 segment staycoil assy 1 and d965-sa038 bending rubber 1. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.